Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem ("check therapy pad" messages) has been confirmed. Upon investigation, the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, pulling the pulse wires apart in the distribution node (dn). The cause for the failure and the reported messages was the strained cable. The root cause for the strained cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that a patient was receiving "check therapy pad" messages.